Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead impedance warnings were alerted on the right atrial (ra) and the right ventricular (rv) leads post operatively. It was noted the following day parameters were within normal limits. The leads remain in use. No patient complications have been reported as a result of this event.